Manufacturer narrative:
B3: january the reported month of the event but the exact day not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error and a damaged downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
Received one device. Confirmed customer complaint of, cassette not attacked error and downstream occlusion sensor (dso) sensor damaged. Through 50 ml test and occlusion test. Replaced latch/lock flex sensor and dso sensor. Further investigation, found odo: 8558468, dso and upstream occlusion sensor (uso) seals delaminated, printed wire assembly (pwa) board corrosion, air detector damaged. Replaced motor, dso and uso seals, pwa board, air detector. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.